Event description:
It was reported that the insulin pump alarmed button error, battery out limit, and an unresponsive keypad. The blood glucose reading was 258 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. No battery alarm could be verified due to the keypad anomaly. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube, cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)